Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Additionally there was an o-ring on the pneumatic tap. Customer removed the o-ring and re-loaded the cartridge and resumed insulin therapy. Customer¿s blood glucose (bg) level was over 600 mg/dl. Multiple follow up attempts were made to obtain further information, however, no response was received by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.